Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Pre-ast 15 mins 1000ml simulated treatment was performed without any failures or problems. No alarms encountered. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that this patient was hospitalized on (B)(6) 2025 for fluid volume overload. The nurse did not have any information about the patient¿s hospital course available. The patient was still in the hospital at the time follow-up was performed. Notably, it was reported that the patient was experiencing fill/drain issues during pd treatment with the fresenius cycler. The nurse attributed the patient¿s fluid volume overload to the reported drain issues with the fresenius cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that this patient was hospitalized on (B)(6) 2025 for fluid volume overload. The nurse did not have any information about the patient¿s hospital course available. The patient was still in the hospital at the time follow-up was performed. Notably, it was reported that the patient was experiencing fill/drain issues during pd treatment with the fresenius cycler. The nurse attributed the patient¿s fluid volume overload to the reported drain issues with the fresenius cycler.

Manufacturer narrative:
Clinical review: a temporal relationship exists between fill/drain issues during pd therapy with the liberty select cycler and the patient¿s subsequent hospitalization for fluid volume overload. Fluid volume overload is a common complication in patients with end stage renal disease (esrd) on dialysis. Currently, it is unknown what caused the filling/draining issues to occur during pd treatment with the fresenius cycler. Based on the reported information, the fresenius cycler cannot be excluded as a possible contributory factor in this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that this patient was hospitalized on (B)(6) 2025 for fluid volume overload. The nurse did not have any information about the patient¿s hospital course available. The patient was still in the hospital at the time follow-up was performed. Notably, it was reported that the patient was experiencing fill/drain issues during pd treatment with the fresenius cycler. The nurse attributed the patient¿s fluid volume overload to the reported drain issues with the fresenius cycler.